Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels between 700 and 800 mg/dl. The customer's blood glucose levels were high the day before, and he began vomiting during the night. It was stated that the customer changed the infusion set three times prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer's wife that the insulin pump would be replaced. Nothing further was reported.